Manufacturer narrative:
The device was returned to lirc for investigation. The device was not returned to the manufacturer for investigation. Root cause is unknown at this time.

Event description:
It was reported that a revision procedure was performed due to a pin fracture. During a review of investigation findings from the (B)(6), it was identified that the rod had a pin fracture with debris in housing tube, and corrosion was noted.

Event description:
No additional information.

Manufacturer narrative:
Additional information: no product has been returned for evaluation, however, investigation of the failure revealed that corrosion, surface finish and bending stresses all contribute to pin breaking. A new pin was implemented that had 65% improved strength and significantly improved corrosion resistance.